Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing a high blood glucose and no delivery alarms. Blood glucose level at the time of the incident was 500 mg/dl. The customer was assisted with performing the high pressure test twice and the insulin pump passed both times. Customer reports the no delivery alarms occurred during manual prime and also while connected to the pump. Customer reported the event was resolved by changing complete set. The insulin pump will not be returned for analysis.